Event description:
It was reported that the patient was having an unspecified problem with the pump pocket and she needs revision. It was indicated that the patient had her pump system replaced 3 months ago for an unspecified reason and the physician stated that the pocket was "not right" and that she needed another surgery to fix it. The status of the patient and outcome was not provided. The drug delivered via pump was morphine. Additional information had been re quested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Eval - conclusion - applicable only to the pump device, applicable to concomitant products/catheters.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter product ID 8709, lot# l66214, implanted: (B)(6) 1999, explanted: (B)(6) 2012, product type catheter product ID 8578, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was receiving morphine (unknown), concentration 25.0 mg/ml at a dose/frequency of 7.997 mg/day via intrathecal drug delivery pump for non-malignant pain, failed back surgery syndrome and herniated disc. It was reported that the patient was having pump issues. It was reported that since implant the pump had fallen out of the body and protruded. It was reported that the pump was corroding the skin from the outside. It was reported that the patient had a revision surgery in 2011 and said the pump was on a slant. It was reported that in 2012 the catheter crimped and was replaced. It was reported that at the time of that surgery the pump was moved surgically and it did not help. The patient reported that the pump was too big for her because she was very small. It was reported that the patient was having the pump surgically replaced on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the pump had fallen out of the pocket and was protruding out of the patient's body. The pump was corroding the skin from the inside.

Event description:
Additional information received reported further event detail. The patient indicated that with the initial replacement of the pump in 2011, the patient suggested a catheter replacement but the healthcare provider (hcp) declined. Following the replacement, the patient had difficulty recuperating, had significant pain and the hcp noticed at each refill the patient was using less medication. It was then discovered that the "catheter was bad after all". The patient underwent another revision on (B)(6) 2012 and the pump was moved and the catheter replaced. The patient indicated there was an additional surgery on (B)(6) 2012 to "fix the pocket" and stable the incision, as the "glue didn't take". The patient then had to "begin morphine regimen all over again". The patient indicated that there was still some concern regarding the device or therapy, but they were working with the hcp and/or manufacturing representative. The patient noted they were still trying to get healthy and had follow-up appointment planned with the hcp on (B)(6) 2012. Pump device identification has been updated, therefore please see applicable changes to manufacturing site identification. A follow-up report will be sent if additional information becomes available.